Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The de novo lesion being treated was located in the non calcified, 70% stenosed distal right coronary artery (rca). The lesion was pre-dilated with a maverick 2.0 x 12 mm balloon. The physician implanted a taxus express2 8.8% 2.5 x 16 mm drug eluting stent. The stent appeared to be fully expanded and the balloon was slowly deflated. The physician twisted and pulled but was unable to get the balloon out. The delivery system and wire finally all came out together, causing the guide catheter to disengage from the artery. No pt complications or injuries were reported. The pt's condition is reported as good.